Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center the device failed test steps and service required code was observed in the downloaded event. The device's oxygen blending module board and interface board needs to be replaced to address the issue. The device was returned unrepaired to the customer. In addition of the above evaluation, software version was checked.